Event description:
It was reported that the ilet pump displayed a near-full charge while connected to power but powered off immediately when removed from the charger, and the user transitioned to backup therapy; this aligns with a device problem of premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge of the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.